Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The reported pressure transducer test failure during pre-use check could be duplicated. The nozzle unit in the gas modules were found defective. After replacement of the nozzle units, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirmed the reported pressure transducer test failure at 2021 (B)(6) and no technical error codes has been generated. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The replaced nozzle units were disposed of and not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).